Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. It could not be clearly determined at the time of this initial report, whether the device was truly involved in the circumstance or not. As new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited undersensing of ventricular fibrillation (vf), as a result of low amplitude vf caused by ablation and causing an alternate pathway for the vf. The patient was noted to have been currently on a ventilator. Device sensitivity had been decreased from .6mv to .3 mv. It was noted that when the patient's condition improved, that defibrillation threshold (dfts) testing would be done. The local area sales representative planned to send in an example of the undersensing.